Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl. The customer was treated with food for low blood glucose reading. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.